Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler locked up during firing. The surgeon used the reverse switch to unlock the jaws. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Cartridge installation issues. The analysis results of the device found that it was received with a gold cartridge. The cartridge was found to be long loaded and unfired. The long loading is consistent with the failure mode described. To load the device insert the new reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The instrument is now reloaded and ready for use. The device was tested for functionality in the straight position with a test cartridge reload and the device function as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/20/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the procedure was a gastric sleeve. No information was given regarding which firing. The blade was reversed with the reverse switch. They pulled a new device and finished the procedure.